Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a gastric sleeve surgery, the reload caused a firing issue, where the staple line was completed, but bleeding occurred afterward. It was reinforced with manual suture to resolve the issue.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based on all information received. The device was not returned; however, a photo was available for evaluation, and a video was also provided. Visual inspection of the returned image showed a visible staple line, with blood egressing from the staple line. In the returned video, several instruments could be seen grasping the staple line, and blood was also visible on the staple line. The listed reload was not visible in the returned image or video. It was reported that there was staple line bleeding. The reported issue was confirmed. The most likely cause could not be determined based on the available information. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that they meet all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.